Event description:
The customer reported the system displayed poor image quality. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep arrived on site and powered up the system which functions normally. He talks to the tech who reported the problem. The customer reported that at start of the case the image appeared "static, like poor reception on tv". He rebooted the system and found the same thing. He used a different system to complete the case. He made several x-rays and saved images. They left system on for several hours and returned to system. They made another x-ray. Still ok. They recalled the saved image and were able to do so. The rep checked connections inside of the work station. All were tight. He flexed the high voltage cable and could not produce poor image. (No problem found). He flexed the interconnect cable (again no problem found). The rep checked the connections at camera. All ok. He placed the system back into service and asked the customer to save example of poor image should the problem reoccure.